Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear ,toxic metal ions released into the patient¿s blood, tissue and bone surrounding the implant resulted to pain, discomfort, inflammation and walking difficulty. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges necrosis, metallosis, limp, inflammation, pain, synovitis, discomfort and elevated cobalt and chromium levels. After review of medical records for the MDR reportability, patient was revised to address left hip metallosis with elevated ion levels. Revision notes reported of synovitis on the periacetabular remained around the proximal portion of the femur, some metallosis on the trunnion. Lab result for metal ions were above 7ppb. Doi: (b)(46 2008; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. 11/5/18: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.